Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses pump supplies for more than 72 hours which is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.